Event description:
It was reported that the left ventricular lead exhibited high thresholds and capture anomalies due to lead dislodgement. The lead was repositioned.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device dislodged again. The device was explanted on (B)(6) 2013 and replaced.